Event description:
It was reported on the epg (external pulse generator) the atrial sensing led (light emitting diode) indicates sense pulses without any cables connected to the epg. If the atrial sensitivity is increased the sense led is extinguished. It was also reported the atrial channel sensing indicator intermittently blinks. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases and one side bail cover are broken. The ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases and one side bail cover are broken. The ring is bent. A detailed analysis was performed on the main printed circuit board (pcb). It was noted that a transistor component on the pcb was out of specification. The reported event was caused by this component, when the component was replaced, no sporadic atrial senses were observed.